Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs). Approximately 10 hours after start of support, the patient was experiencing hemolysis and signs of low flow. The team intervened with continuous renal replacement therapy. Echocardiogram was completed, and the impella positioning was noted as appropriate. The hemolysis was noted likely from high systemic vascular resistance due to pressors. The situation was monitored as impella mcs continued. Three days later, the patient was noted to have "drastically" improved with no vasoactive drips and was down to support level p-5. The patient was successfully weaned and the device was explanted with a survived patient outcome.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no product was returned. Hemolysis, low pump flow: after reviewing the logs, suction alarms along with a trend in purge and placement signal was observed. The cause of hemolysis and low pump flow was most likely patient condition related per the review of logs. Device history lot- device lot: 1923195. Device history batch- subcomponent lot: n/a. Device history review- device (sn: (B)(6) passed all post sterile inspection checks.